Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. Five non-sustained tachycardia episodes with v-v intervals less than 220 ms in duration were observed on (B)(6) 2016. Oversensing also occurred due to non-physiological signals/sic. 404 v-sics had been observed since the last interrogation session. The criteria for the rv lead integrity alert were met. The lead failure predictor triggered on (B)(6) 2016 for lead impedance and the ventricular sensing integrity counter (sic). Rv pacing impedance was beyond the expected upper range. Rv pacing impedance was steady at approximately 418 ohms through (B)(6) 2015, then rose to greater than 1000 ohms by (B)(6) 2016. (B)(4).

Event description:
It was reported that approximately a week after the patient fell, the right ventricular (rv) lead exhibited non-sustained ventricular tachycardia (nsvt) episodes that appeared to be noise, the sensing integrity counter (sic) was elevated, intermittent oversensing was observed, and there was an alert for high impedance. It was suspected that the lead had fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.